Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure: ligation of the cystic duct. Event description: upon application, the initial clip was placed successfully without difficulty, all subsequent squeezing of the handle failed to produce or place a clip. The surgeon tried multiple times, as did the scrub nurse on the back table, to cycle the device and form a clip without success. Additional information obtained from account manager via email on 13may2025: I believe it was an 11mm applied medical that the clip applier was used through. The clip was not loaded prior to inserting through the trocar. The first clip loaded and fired as normal. All subsequent attempts to load and fire clips resulted in empty jaws being closed on biliary structures. After about 6 attempts to apply clips in the normal fashion, the clip applier was removed. A new clip applier was opened and used without incident. Attempts to load and fire clips from the original applier on the back table failed. Patient status: no, there was not any clinical impact to the patient as a result of the event. Intervention: another epix universal applier was used.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as the unit passed all relevant testing. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Type of procedure: ligation of the cystic duct. Event description: upon application, the initial clip was placed successfully without difficulty, all subsequent squeezing of the handle failed to produce or place a clip. The surgeon tried multiple times, as did the scrub nurse on the back table, to cycle the device and form a clip without success. Additional information obtained from account manager via email on 13may2025: I believe it was an 11mm applied medical that the clip applier was used through. The clip was not loaded prior to inserting through the trocar. The first clip loaded and fired as normal. All subsequent attempts to load and fire clips resulted in empty jaws being closed on biliary structures. After about 6 attempts to apply clips in the normal fashion, the clip applier was removed. A new clip applier was opened and used without incident. Attempts to load and fire clips from the original applier on the back table failed. Patient status: no, there was not any clinical impact to the patient as a result of the event. Intervention: another epix universal applier was used.